Event description:
It was reported that during an embolization procedure, missing coating was noted. The lesion was located in the liver. Upon attempting to advance the renegade fiber braided microcatheter through another MFR's 4fr guide catheter, resistance was encountered. The renegade fiber braided microcatheter was withdrawn and the physician felt that the microcatheter had stretched and coating was missing at some parts. None of the missing coating was retained in the pt. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. The pt's status was reported as "fine".